Manufacturer narrative:
(B)(4). Date sent: 03/27/2012. Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Is there any other additional information you would like to share about this device or procedure? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was used to perform the resection of the stomach, according to the surgeon after firing the third stroke of the fifth reload (gold reload) the device jammed while tissue stuck within it and wouldn't open upon several attempts the surgeon then use the manual release button and tried to open the instrument, squeezed the handle plastic to plastic, but the device still wouldn't open. Since the device was still placed on tissue, there was no way to inspect the distal end of the jaws to observe knife location. The surgeon then tried to push open the device firing handle to its full extent - but this, again, didn't help open the jaws. Using an endoscopic grasper, the surgeon cleared off residue tissue on both lateral sides of the jaws. This enabled him to extract the device from within the abdominal wall, while the jaws still locked closed. Fortunately, no articulation was used which enabled the surgeon to extract the device. A new device was used on the same location as the last firing of the jammed device - alongside the previous staple line - in intent to fully replace it. There were no adverse consequences for the patient. One device and one reload were discarded.